Event description:
It was reported via medwatch that when an arterial line was to be placed to the left radial artery. When first attempted to insert the wire into the artery after the needle punctured the wire would thread so it was pulled back and the needle repositioned back into the artery again. This time when deploying the wire, it went in smoothly. Once the catheter was threaded and the apparatus was deployed the nurse noticed the curly end of the wire was missing. Xray performed and a 5 mm metal object was in the soft tissue. No further information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information received 5/22/2025: the wire fragment was left in the patient. Patient's blood pressure was low so there was a small delay in being able to monitor her blood pressure other than by a blood pressure cuff. A new catheter was successfully placed.